Manufacturer narrative:
Of the 15 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 15 malfunction events. A review of the events indicated that the one touch ping model pump experienced a time/date issue issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-84 years of age and between 38 and 230 pounds. Of the reported patients, 10 were male, 5 were female.